Event description:
The hcp reported that the patient expired due to an unknown cause. The patient was a resident of a long term care facility and the reporter stated that the patient was found deceased in bed in the morning. The patient had a "do not resuscitate" order in place. The pump contained baclofen and dilaudid. A follow-up report will be sent if additional information becomes available to us.